Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the check button on the patient's infusion device is not functioning. The infusion devices displayed error code e8 (power interrupt). No other codes or alarms were displayed. The patient changed the battery in the infusion device, but it did not correct the problem. The patient was advised to go to the hospital because she had hyperglycemia and was unable to check for ketone bodies. The patient was released from the hospital and now has alternative therapy. No treatment was received at the hospital. The infusion device was requested to be returned for evaluation.